Manufacturer narrative:
(B)(4). Device b: batch# f5uk05, lot# f4nf0j, expiration date: 3/1/2014, manufacturing date: 4/1/2009. Additional information provided: how was the procedure performed? Open. What type of anastomosis was created? End to end. What stapling technique was used? Double. What other devices were used for transecting and/or closing otomy? Linear stapler. Was the sale rep present? No. How long has the surgeon been using this device for this procedure? 20 years. Was the attending surgeon an experienced ees circular user? Yes. Who fired the device? Assistant surgeon. Was the person firing the device an experienced ees circular user? Yes. Was the or staff experienced in preparing the ees circular device? Unk. Was there a recent conversion to ees devices in this account or this surgeon? No. What is the patient's present condition? Stable. Is a pathology specimen available? Unk. Are there any x-rays and/or pictures available for analysis? No. Was the device easier to fire than normal? No. Were there removal issues? More difficult on 1st. Was tissue compression/closing easier than normal? No. When was the leak discovered? Upon firing and extracting device. How was the leak discovered? Upon inspection. How was the leak addressed? Handsewn. What type of removal issue did you experience? 1st device was more difficult to remove. How many counter-clockwise revolutions were used to open the device? 1.5. Was buttressing material used? No. If yes, what product was used? Na. Was the safety reset before removal attempted? Yes. Were there two complete tissue donuts? No two devices were returned for analysis. Device (a) arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The instructions for use provides specific instruction on device removal. Device (b) arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a low anterior resection. The 1st device, first firing, the device was fired and extracted. It was noted that the staples were formed on the posterior side, but on the anterior side the staples unformed, did not start to form the "b" shape. The surgeon stated that the device seemed to be more difficult to remove from the anastomosis. A 2nd device was pulled and had the same results with the anastomosis. This device had no difficulty with removal from the anastomosis. The anastomosis was handsewn. There was no adverse consequence to the patient.